Manufacturer narrative:
At this time there is no additional information available. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this pacemaker was implanted last winter, and at that time. According to the hospital, the device indicated 2.5 years until end of life (eol). Now at the most recent implant, the device indicates that there is more than 5 years to eol. It was also noted that there were many recorded episodes of atrial tachy response (atr). This device remains implanted and in service. No adverse patient effects were reported.